Event description:
Procedure: roux-en-y. According to the reporter: after firing, the anvil did not tilt. The device could be removed without harm to the pt. During testing, a leak was noted so a re-anastomosis was done. No pt info is available.